Manufacturer narrative:
(B)(4). The device history review for the product horizon ti small (B)(4), lot number 73k1400609 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips broke at the v part of the clip during closing with the applier. The broken parts were removed from the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) cartridge of 001200, horizon ti small 6/cart 180/box was received from lot number 73k1400609, sample was received opened with original packaging. Upon visual inspection, it was noted that 5 clip were received placed in slots (clips in good conditions), 1 missing clip from the cartridge. The complaint defect of clips broke was not confirmed. Functional inspection: the 5 horizon clips were loaded into the clip applier p/n 137081, batch # 06j1032536; the 5 clips were loaded properly/correctly into the clip applier, no quality issues were found. The 5 clips were closed (completely closed); the clips were properly/correctly closed. No quality issues were found, and failure mode "clips broke" reported by the customer was not able to be duplicated with sample available (5 clips). Samples received did not confirm the defect reported by the customer "clips broke" during visual inspection. In addition, a functional inspection was performed with the 5 clip received, the device works properly. Therefore, a corrective action is not required at this time.

Event description:
Alleged event: the clips broke at the v part of the clip during closing with the applier. The broken parts were removed from the patient. The patient's condition was reported as fine.